Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, bubbles observed in tubing; however, were deemed conforming to specification. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of actuation failure, the evaluation confirms there were bubble in the tubing; however, it was deemed conforming to specification. Therefore, the complaint as described by the customer was not confirmed and a root cause cannot be determined. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of cutter was occurred and bubbles came out from the cutter every time when it was turned on and off during vitrectomy surgery. The aspiration condition was unknown. The surgery was completed without replacement of product. There was no patient harm.